Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's main board was replaced to address the issue. Prior to identifying the issue described in fsn(B)(4), complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn (B)(4) was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.